Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on 2(B)(6) 2021 with their left ventricular lead failing to capture. Lead was later discovered to be dislodged. Lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.